Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report increased mitral regurgitation (mr) due to possible single leaflet device attachment (slda) or leaflet tear. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat a functional mr with a grade of 4. One clip was implanted, reducing mr to 1. The patient remained hospitalized. On (B)(6) 2019, a control transthoracic echocardiogram (tte) was performed and mr had increased to 4. It was suspected that a leaflet tear occurred or the clip detached from one leaflet and remained attached to the other leaflet (slda). Medication was administered to treat the worsening mr. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information reported that: the clip detached from anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated, and a definitive cause for the difficulties could not be determined. The reported patient effects of mitral valve tissue damage and worsening mitral regurgitation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.